Event description:
Removal of dental implant. The clinician reported that came out when trying to remove abutment.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The abutment was evaluated and easy to remove after abutment screw was removed. Removal torque from abutment screw was measured, 6 n-cm. The device history record was reviewed and verified that the implant and accompanying abutment met specification.